Event description:
Product analysis (pa) for the returned generator was completed. The product was explanted/returned due to the ¿patient¿s death¿. In the pa lab, the device output signal was monitored for more than 24-hrs, while the pulse generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The battery, 2.983 volts (ifi range 2.41v - 2.74v) as measured during completion of the final electrical test, shows an ifi=no condition. The data in the diagaccumconsumed memory locations revealed that 24.362% of the battery had been consumed. The disparity between the voltage and % consumed is due to the device remaining on post explant. There were no performance, or any other type of adverse condition found with the pulse generator.

Event description:
Product analysis (pa) for the returned lead was completed. The allegation of explanted due to death is beyond the scope of activities performed in the pa laboratory environment and are not actionable items. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted except for the setscrew marks observed near the end of the connector pin indicating the lead had not been fully inserted into the cavity of the generator however there was no history evidence of an impedance issue. Canted spring indentations were observed on connector ring. No allegations of vns therapy were made. The connector pin was completely inserted into the cavity of original generator to verify a dimensional issue in the connector portion of the lead was not preventing the connector pin from being fully inserted into the generator. No obstructions were noted, the pin was observed past the negative connector block indicating no dimensional issues. Continuity checks of the returned lead portion were performed, and no discontinuities were identified. There is no evidence to suggest an anomaly with the returned portion of the device. Note that since a portion of the lead assembly including the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Pa worksheet and figures attachment was reviewed, and other than the mentioned findings no other anomalies noted.

Event description:
It was reported that the patient passed away. Cause of death and relation to vns is still unknown at this time. Follow-up with the funeral home indicated that the device is not available for return. No additional relevant information has been received to date.

Event description:
Additional information was received from the funeral home that the device was explanted when the patient passed away and would be returned. No explanted product has been received to date.

Event description:
Additional information was received from the physician that cause of death was unknown. Last known settings and diagnostics were provided.

Manufacturer narrative:
Event description ¿ correction ¿ inadvertently did not include product being received for analysis in supplemental MDR # 02 submitted. Device available for evaluation? Correction, inadvertently did not include product being received for analysis in supplemental MDR #02 submitted. Device evaluated by MFR? Correction ¿ inadvertently did not check no and code 02 in supplemental MDR # 02 submitted.

Event description:
The product was received for product analysis.